Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) MDR - boston scientific received information that the patient presented complaining of bleeding from the pocket. Infection was suspected, however it was determined that the persistent bleeding was due to a hematoma that had formed in the pocket due to medication taken. Subsequently, unplanned intervention was taken to clean the pocket was and stop the bleeding. The system remains in use. No further adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.